Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the forceps holder of the duodenovideoscope had been burned. There was no report on the subject device being used in procedure after the suggested event was reviewed. The customer provided event was detectable and preventable by handling device in accordance with the following IFU: I confirmed that the inspection method for the event is described in ¿chapter 3 preparation and inspection_3.2 endoscope inspection¿ of the evis lucera jf/tjf type 260v instruction manual operation. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the forceps holder of the duodenovideoscope had been burned. There was no patient involvement.